Event description:
When a plcr75b reload was fired in a gastrectomy procedure, some of the staples were only partially formed. Suturing and cautery were applied to remedy this issue. There were no adverse effects to the pt's health.

Manufacturer narrative:
The returned device was visually examined, and the appearance was as it should have been. The root cause of the event could not be determined.